Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) for a supra ventricular tachycardia (svt) episode by the implantable cardioverter defibrillator (ICD). The wavelet match feature of the device for svt discrimination did not have a good match score. A new wavelet template was collected and the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.